Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction to previous MDR. Corrected fields: d4 (serial/lot number is unknown), g4 510k.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath exhibited a broken ceramic tip. The issue occurred during inspection for use for a therapeutic, transurethral resection in saline procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, component failure of the ceramic tip (insulation beak) led to the malfunction. The most likely cause is impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer